Event description:
Boston scientific received information that the patient had received an inappropriate shock due to noise on the right ventricular (rv) lead. Pacing inhibition was noted due to a suspected perforation. A revision procedure was performed and the lead was repositioned without further incident. No effusion observed and the patient was hemodynamically stable during the procedure. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.